Manufacturer narrative:
When the device alarms with tf8912 it indicates that cuff pressure controller motor is not working properly. A new cuff pressure controller board was sent.

Event description:
Hamilton medical ag received the following event description: "biomed called in reporting tf 8912. Service manual and ky2help data indicated a new cuff pressure controller board is needed." No patient was involved.